Event description:
Clinic notes dated (B)(6) 2013 from the neurosurgeon reported that the patient returned for her annual visit. When the patient was seen last in (B)(6) 2011, the patient was complaining of discomfort in the left side of her neck that had no particular relationship to any activity and was a stinging sort of pain that she had trouble defining more clearly. The patient indicated it lasts about 5-10 minutes. She reported at the (B)(6) 2011 visit that it did not have any relationship to her neck position or time of day and did not think that it was related to vns stimulation on-times. The patient presented again on (B)(6) 2013 with the neck pain which was described as a shock and stinging sensation. At this time, the patient once again reported that it was random and was unable to relate it to any specific time of day or vns stimulation on-times. The surgeon asked the patent to keep a record of the occurrence of pain to determine if it was occurring with vns stimulation, but the patient did not keep a log. The mother reported the pain continued but has not been severe and has been erratic in occurrence. Palpitation of the vns incision areas did not seem to cause any discomfort. Additionally, the patient denied any discomfort while performing lead diagnostic testing on the device. The patient¿s signal off-time was decreased from 15 minutes to 5 minutes, as the surgeon noted this was an excessively high off-time. However of greater concern noted in the surgeon¿s notes, the patent experienced an increased in her seizure frequency. She had seven seizures since the beginning of this year, whereas previously, she had only been having one a year. The patient had an increase in an anti-seizure medication in january via her neurologist. The mother reported that the seizures were general tonic-clonic seizures lasting approximately less than one minute. However recently with an increased seizure frequency, the mother noted a longer post-ictal. The patient and mother reported no recent illness, nor any other concerns at that visit. The nurse who dictated the surgeon¿s notes reported that treatment options would be discussed with the neurologist with regards to the increased seizure frequency and stinging sensation ¿likely due from her vns electrode.¿ clinic notes dated (B)(6) 2013 from the neurologist reported that the patient suggested that her neck was quite uncomfortable at times. The device was programmed to 30 seconds on and 5 minutes off. The neurologist suggested to perform an x-ray to check the leads. The patient had generator replacement surgery on (B)(6) 2013, as captured in mfg report #: 1644487-2013-01969. Lead impedance following generator replacement was okay. The attempts for product return and potential product analysis of the generator will be captured in mfg report #: 1644487-2013-01969. Attempts for additional information have been unsuccessful to date.